Event description:
It was reported that during reprocessing the da vinci si thoracic grasper instrument was noted to have broken insulation. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument and/or accessory have not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation), or if additional information is received. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the main tube insulation exhibited damage along the distal end. The insulation was found with several gouge marks within the area. The marks were short in length and not axially aligned with the main tube. The main tube also exhibited a couple of different damaged sections with tube insulation removed. The material was missing. White discoloration marks were observed throughout the entire main tube as well. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.